Manufacturer narrative:
Other relevant device(s) are: product ID: 9735774, serial/lot #: unk. A manufacturing representative went out to the site to check out the system. The system preformed as intended and there were parts replaced. There was an analysis done and it was noted that the center divider on the dual usb port has been pushed to one end closing one port. The other port has bent or broken contacts with the key tab missing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the dual usb port was damaged. There was no patient present at the time of the event.